Event description:
Loss of bloodflow-tourniquet; the pump inflated the pressure way too high in the cuff causing tingling and numbness in my arm. After consulting with my physician he suggested I follow up with the FDA. Smart tools told me online that their cuffs and pump are FDA approved but I don't see how they could have this bad of a malfunction if that is the case. Does the FDA approve things from overseas? They acted like it was made in the USA but I don't believe it. Someone could seriously get hurt using their pump. Can the FDA stop this? I can't believe the FDA would approve a pump like that. Smart tools markets it as a medical device and sells to physicians and therapists. FDA safety report ID# (B)(4).